Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 37mm fusiform abdominal aortic aneurysm. It was reported that the patient died of an unknown cause. The investigator assessed the event as not related to the procedure or the study device. No further information was provided.

Manufacturer narrative:
Exact date of death is unknown. (B)(4).

Event description:
Additional information was received as follows: it was reported that there was an error in completing the crf and the patient did not expire. There were no events related to this subject.